Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during suture deployment, a needle-to-cuff miss occurred. The device was removed and a second proglide device was attempted, but a needle-to-cuff miss also occurred. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle-to-cuff miss was not confirmed as the analysis of the returned device indicated that the anterior needle had detached from the anterior cuff during needle plunger removal as evidenced by bent and flattened anterior cuff tabs, which could appear very similar to the operator as the reported needle-to-cuff miss. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.